Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: the large hem-o-lok clip applier instrument was received for failure analysis. The instrument was tested on an in-house system. The instrument passed clip test, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument did not hold the clips; the clips fell out when the arm was being moved around inside the patient. It was unknown if fragments that fell into the patient were retrieved.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.